Event description:
Same case as MFR ID#: 2134265-2010-02091. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The physician advanced an 8x2.25mm taxus liberte atom monorail stent delivery system into and out of the guide catheter, and the stent struts were lifted up. During the same procedure a 12x3.0mm taxus liberte monorail stent delivery system was attempted. The stent delivery system was advanced into and out of the guide catheter, and it also had its stent struts lifted. The case was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: corrected/updated site did not return relevant complaint device; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2010-02091 it was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The physician advanced an 8x2.25mm taxus liberte atom monorail stent delivery system into and out of the guide catheter, and the stent struts were lifted up. During the same procedure a 12x3.0mm taxus liberte monorail stent delivery system was attempted. The stent delivery system was advanced into and out of the guide catheter, and it also had its stent struts lifted. The case was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be fine.